Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 70% stenosed and mildly calcified lesion in the left anterior descending artery. Resistance removing the stylet and protective sheath was felt on a 3.5x20mm nc trek balloon dilatation catheter (bdc). The balloon ruptured during the second inflation at 18 atmospheres. The procedure was successfully completed with an unspecified bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported rupture was unable to be confirmed; however, a pinhole tear was noted at the twisted outer member by the mid lap seal which is likely what was perceived as the reported rupture. The reported difficulty removing the stylet/mandrel and protective sheath could not be tested since the stylet/mandrel and protective sheath were not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.